Event description:
It was reported that the patient underwent a right partial knee arthroplasty. Approximately 13 months post-op, the patient experienced instability. Subsequently, the patient was revised. The implant was removed. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42558000302 - partial femur cemented size 3 right medial - 65781964 42538000602 - partial tibial cemented size f right medial - 66139392 g2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomer will continue to monitor for trends.

Event description:
No further event information available at the time of this report.